Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was catheter breakage found on the 19th day of usage. There was no further information provided.

Manufacturer narrative:
Received only catheter cut into 2 pieces for evaluation. The reported event was confirmed as use-related. The sample was evaluated and observed the catheter was broken at the catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looked like the shaft was pulled with external force that could cause the catheter to break. The evaluation concluded that the break most likely resulted from the patient's effort to prematurely remove the catheter as the breakage did not occur as a result of any manufacturing process related cause. . The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "[warning] 1. Method for use - do not inflate the balloon in the urethra (the urethra may be injured) - do not pull the catheter hard (the bladder/urethra may be injured) 2. Applicable patients - patients with delirium who might pull out the catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged)" correction: MFR site.

Event description:
It was reported that there was catheter breakage found on the 19th day of usage. There was no further information provided.